Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the duodenovideoscope air/water tube and cylinder exhibited foreign material, and discoloration inside the light guide lens. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation and the information provided, it could not be determined what the foreign material adhered to the air/water cylinder and channel was. There was no damage to the area where the foreign material was detected, and it was unknown if reprocessing was performed according to the instructions for use (IFU). Therefore, the cause of the material remaining in the device could not be determined. Regarding the event discoloration of inside light guide lens, it is likely that humidity invaded which led to corrosion occurred by applied physical stress to distal end such as hitting and dropping and/or light guide lens glue peeled off by chemical stress such as chemical solutions used for the device. Suggested event foreign material adhered to the air/water cylinder and channel. The event can be detected and prevented in accordance with the following IFU. IFU states that detection method in tjf-q190v operation manual chapter 3 preparation and inspection. IFU states that preventive measure in tjf-q190v reprocessing manual chapter 5 reprocessing the endoscope. Suggested event discoloration of inside lg-lens. The event can be detected in accordance with the following IFU. IFU states that detection method in tjf-q190v operation manual 3.3 inspection of the endoscope. Olympus will continue to monitor field performance for this device.